Event description:
Patient presented to the physician with a possible infection at the neck incision site. Physician examined the area and found a superficial suture abscess that contained granulation tissue. Physician prescribed antibiotics and removed the granulation tissue. This resolved the issue.